Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a red screen when interrogated stating 'pg fault', single zone therapy available. The patient denies undergoing radiation, or MRI. The device was explanted and returned for analysis.